Event description:
It was reported that the patient was taken to emergency department due to allergic reactions to medication while on a trial procedure. Symptoms of weakness, diarrhea and vomiting was noted. The patient was doing well. No further course of action was taken.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc221850e0, model: sc-2218-50e, serial: (B)(6), batch: 7128007.